Event description:
It was reported that an arteriotomy closure was attempted in the common femoral artery using a perclose proglide device after a diagnostic procedure. Reportedly, after the knot was advanced to the artery, hemostasis was not achieved. A non-abbott device was placed, but hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. The observation of the suture not achieving hemostasis can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. Each device is inspected during manufacturing final inspection that includes the inspection of the suture and the way it is loaded onto the device. The procedures provide for an integral suture that is within the device correctly. Each device lot is functionally tested for suture deployment as part of lot acceptance. Every released lot would have met the lot acceptance specifications. The device used was part of a released lot. Reportedly, the suture was deployed and the knot was advanced to the vessel. Based on the inspections of the suture being in place, the lot acceptance testing to verify quality of the lot build, and the reported information of a suture delivery without other observations, there is no indication of a manufacturing deficiency. It does not appear that manufacturing of the device influenced the reported experience. The proglide instruction for use provides for the optimum procedure to ensure successful delivery of the suture. The user was reportedly trained in the use of the proglide device. There was no report indicating a user influence. The anatomical conditions such as calcification and scarring can interfere with the deployment process. The vessel condition was reported to have no calcification or tortuosity present. There was no report of any information to indicate an anatomical influence on the reported experience. The evaluation could not conclude a manufacturing, user technique or anatomical condition influence to the reported experience. The cause of not achieving hemostasis cannot be determined by the information provided. A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. There is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.